Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, loss of capture (loc) out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as inappropriate shock due to noise. The device was explanted and successfully replaced and the rv lead remains in service. No determinations were made for why there was oor impedances. No lead or device issues were noted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.